Event description:
The patient was seen by the physician in 2009 for a follow-up visit following the replacement of her implantable neurostimulator (ins). At that time, it was reported that the ins was working well for the patient. Impedance readings were not provided. She had no wound healing difficulties. Sixteen days later, impedance readings were > 10000 ohms on some bipolar pairs; therapy impedances were not run during the session. The patient was getting good, therapeutic stimulation at around 1.5v. The patient was having trouble operating her patient programmer and was unsure how to make adjustments. Approximately one month later, it was reported that the patient was still getting good coverage and relief from the programs that she had. It was unknown what had caused the high impedance. The patient was reported to be doing well.